Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements that were high and out of range. Technical services (ts) was consulted; however, they advised contacting the technical services team for the manufacturer of the implanted device, as the system was not a boston scientific device. This rv lead remains in service. No adverse patient effects were reported.